Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: gore® dryseal sheath/lot number unknown. (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Patient medications include but are not limited to: levothyroxine sodium, gemfibrozil, htn rx. The instructions for use (IFU) for the gore® tag® thoracic endoprosthesis states, adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy and disease state, is required to assure successful sheath introduction and subsequent withdrawal. A surgically created vascular conduit may be needed to achieve access in select patients.

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of a thoracic aortic aneurysm. During the procedure, a gore® tag® thoracic endoprosthesis was advanced using a 24 fr sheath, but was unable to be advanced past the right external iliac artery. The device was advanced outside the sheath, and an attempt was made to advance the device past the right common iliac artery; but was unsuccessful. The physician chose to remove the device, and when withdrawing the device the patient¿s blood pressure dropped. Angiography showed a disruption of the common iliac artery. Withdrawal of the device and sheath was continued post upon removal the artery the bleeding was controlled and the artery was a repaired. The patient was reported to have tight right iliac artery. The patient tolerated the procedure. It is unknown whether any gore devices were implanted. Additional investigation is underway.

Event description:
It was reported that the inability to advance the device and sheath was due to the patient¿s previous open aneurysm repair wherein the right common iliac artery had a graft sewn in. No deficiency of the sheath or devices was reported. The patient was reported to have lost approximately 3 liters of blood, was transfused and treated surgically. The patent tolerated the procedure.